Manufacturer narrative:
.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
During the implant attempt of the subject pacemaker it was impossible to screw the right ventricular lead. During the procedure after tightening, the lead came out from the port by pull test. The lead was reposition into the port but the physician failed to screw.

Event description:
During the implant attempt of the subject pacemaker it was impossible to screw the right ventricular lead. During the procedure after tightening, the lead came out from the port by pull test. The lead was repositioned into the port but the physician failed to screw.